Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 50.0cm was returned for analysis. Optim sheath abrasion was noted at 37.6-38.4cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.